Event description:
Diarrhea, headaches, hemorrhoids, anal fishers, chronic pain in my gut (a steady pain level of 5 with stabs of pain with a level of 7), chronic pelvic pain (steady pain level of 6 with stabs of pain from 7 to 9), during my period it feels like I am having contractions, severe pelvic pain after intercourse, my period went from 4 to 5 days before essure now it is 10 to 12 days and much heavier than it use to be, tingling and numbness in my hands, arms, neck and head, progressive pain from my hands to up my arms to my neck and up and over my head, swelling in my hands and arms, lots of yeast infections, vaginal discharge, harder to orgasm, lower sex drive, spotting after sex, body exhaustion, no stamina, vision has worsened, waking through out the night, hiccups all the time, hot flashes, night sweats, slow healing cuts, painful ovulation, breast pain, my skin itches, abdominal spasm and twitches, bloating, headaches, dizziness, brainfog, mood swings, ringing in ears, ears itch, dry mouth, forgetfulness, tremors and shakiness, insomnia, I sweat a lot, occasionally my heart pounds hard for no reason to the point that I hear it. (B)(4).